Event description:
Reporter alleged having an insulin reaction and passing out due to the blood glucose monitoring device results. Reporter stated device result was 578 mg/dl and paramedics measured 124 mg/dl. Reporter indicated not adjusting insulin intake based on the device results and had taken diabetic medications 2-3 hours prior to the alleged event as well as consumed food and drink as normal. Reporter indicated paramedics treated customer with something to drink and no other treatment was received. Reporter stated controls were used and found to be within an acceptable range despite discovering the solutions were expired. A request was made for the return of the suspect device and replacement product was sent.